Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, the bag was deployed, and the appendix was inside. Upon removal of the bag, the bottom of the bag split open inside of the patient. The bag was removed, inspected, and found to be intact. The patient was also inspected. There was no patient injury.